Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: when the blood in dialysate alarm occurs, the dialysate must be tested for the presence of blood, and the system alarm screen prompt must be answered to clear the alarm. Follow the alarm screen instructions to sample the effluent dialysate, and test the sample as instructed by your center. The system will prevent treatment continuation in the event of the presence of blood in the dialysate. Always immediately contact your center in the event of a blood loss event. Outset technical support engineer (tse) reviewed the system log with the procedure date of (B)(6) 2026 and confirmed that the console is functioning as designed when a blood leak is detected. The reported event is related to the dialyzer, not the console. A review of production records for this serial number did not note any related manufacturing nonconformance's that would contribute to this event.

Event description:
It was reported that there was an alarm for dialyzer blood leak two times during treatment. Nurse confirmed positive blood leak alert/alarm that was verified as positive with the blood leak testing strips at the dialyzer. Approximately 600 ml of blood was lost. No patient adverse event was noted as a result of this event.